Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4). Upon receipt at our post market quality assurance laboratory, product investigation indicates the device was returned and was analyzed. Baseline testing completed and found no failing conditions. All testing completed on the device passed or was not applicable.

Event description:
It was reported that this pacemaker was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The pacemaker was explanted.